Manufacturer narrative:
The reported event of failure to capture and high pacing impedance was not confirmed. As received, a complete lead was returned in two pieces. Electrical testing did not find any indication of conductor fractures or internal shorts. The impedance test could not be performed due to the condition of the lead received. Visual and x-ray inspections of the lead did not find any anomalies except for procedural damage.

Event description:
It was reported high out-of-range pacing impedance and no capture was noted on the right ventricular (rv) lead. The right ventricular lead was not implanted, and a new right ventricular lead was implanted. There were no adverse health consequences, the patient was stable.